Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that the 840 ventilator had a blank display and auto restart malfunction. Information about patient involvement was not provided.

Manufacturer narrative:
(B)(4). Correction and evaluation: correction: customer reported that the ventilator was not in use on a patient at the time the malfunction occurred. Evaluation: the evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and upgraded the software into the latest revision. The unit passed all testing and operates within the manufacturing specifications.